Manufacturer narrative:
A specific root cause was not determined. The customer was educated regarding proper product handling.

Event description:
The customer had on-going c-reactive protein gen.3 (crp) calibration issues and received questionable results for an unknown number of patient samples. She provided crp results for three patient samples, results for one patient were discrepant. Both initial and repeat testing were performed on the same cobas 6000 c501 analyzer. The initial result was 102.72 mg/l. The sample was repeated on (B)(6) 2010 and recovered 23.11 mg/l. The initial result was reported outside the laboratory, no adverse events have been alleged regarding the discrepancies. The crp reagent lot number was 63067501. The customer believed a possible cause of the issue may have been improper calibrator handling (including not using the correct calibrator or inadequate calibrator volume). Another possible cause was a software issue which would account for the missing k factor. Improper data management could lead to a software issue. According to the customer, crp calibration and quality control were not performed prior to testing the patient samples.